Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the device lot number; therefore, the manufacture and expiration date is unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that the two speedband superview super 7 devices were during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2019. According to the complainant, during procedure, the bands were attempted to be released; however, the bands were twisted together and failed to deploy. The same happened with the second speedband superview super 7 device, and the procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.